Event description:
The video telescope was returned to olmpus for repair with the customer reporting a flickering image and stripes in the image. During the inspection at the olympus service center the video telescope displayed a purple image and the fiber bonding at the distal end was found damaged. There is no indication that the image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Manufacturer narrative:
The suspect medical device was returned to the olympus service center in hamburg, germany for evaluation/investigation. The evaluation/investigation at the service center found the occurrence of a purple image. The detected image defect can also manifest itself as the image disturbance reported by the user. Therefore, the issue reported by the user was confirmed. The purple image was traced back to a defective cable assembly. Thus, the reported incident was attributed to component failure. The service center also found the fiber composite of the optical fibers to be damaged. This damage was caused by external force and can thus be attributed to user error. However, it is not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.